Event description:
It was reported that patient underwent lead replacement procedure for unknown reason and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 16130533.